Event description:
It was reported that the valve was implanted then explanted after weaning the patient off cardiopulmonary bypass due to suture looping. The surgeon noted that there was no malfunction or quality deficiency of the edwards valve. The device was discarded. No other details provided.

Manufacturer narrative:
(B)(4). It was reported that the valve was explanted at implant due to suture looping. Suture looping may occur during a mitral valve replacement due to a surgeon inadvertently looping a suture over one of the commissural posts. This is not a result of product malfunction; however, this may result in mild to severe regurgitation. The surgeon noted that there was no malfunction or quality deficiency of the edwards valve. Unfortunately, the root cause of this event cannot be confirmed without the sample device. No further actions are possible with the available information.